Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, but the error persisted. Consequently, technical support decided to replace the pump. The customer was temporarily using a borrowed pump due to a previous issue, and technical support planned to address the current pump replacement in conjunction with resolving prior related case issues.